Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having abdominal discomfort and shortness of breath. The patient contact was requesting how to bypass during drain 2 of 2 of treatment. The patient discontinued treatment during dwell 2 of 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4926 ml during drain 1 of the treatment. This drain volume is 197% the patient's prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient contact, it was confirmed that the patient did not experience any additional symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using a stat drain. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: follow-up was conducted with the patient contact, not the pdrn.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The go/ no go gauge check passed. A simulated therapy was completed without failures as the weighed fill volumes were found to be within tolerance and fill times were within specification. There were no fluid leaks in the test cassette during the test. The system air leak test passed. The valve actuation test failed. Valve #4 was not opening. The fault was repaired by replacing the valve. Valve #4 from the pump assembly was removed at the completion of the investigation. Load cell verification test was within tolerance. After replacing valve #4, the patient sensor calibration check passed. The defective valve # 4 was re-installed to the cycler pump assembly, and a simulated treatment attempt was repeated. During the treatment setup after re-installing the defective valve, a drain line is blocked message occurred. The attempt would not advance and the test was cancelled. An internal inspection of the cycler showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump in which the cause could not be determined. The mushroom head check passed. The cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A device history record review was performed and verified that the results of the in-progress and final quality control testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having abdominal discomfort and shortness of breath. The patient contact was requesting how to bypass during drain 2 of 2 of treatment. The patient discontinued treatment during dwell 2 of 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4926 ml during drain 1 of the treatment. This drain volume is 197% the patient's prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any additional symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using a stat drain. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.